Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No evaluation has been performed at the site due to no confirmation being provided by the site. A replacement camera was shipped to medtronic (B)(4) for replacement. No procode, common device name and/or 510k provided as this device is not released for distribution in the united states. Site has not confirmed repair.

Event description:
A medtronic representative reported that, while in a cranial resection, the camera for the navigation system did not communicate with the system. The reported issue occurred within the registration page of the system. The site used the axiem for the procedure without issue. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative went to the site to replace the camera and test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional after camera replacement. The positioning sensor unit (psu) and system control unit (scu) were returned to the manufacturer for analysis. The components were connected on a test bench and allowed run for an extended time. During this time there were no connection issues. Both items were found to be fully functional. A check of the event log for each did not reveal any adverse events. The components was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.